Event description:
In 2000, a 28mm x 16mm x 13.5cm medtronic ave aneurx bifurcated stent graft was successfully placed in a pt for the treatment and exclusion of an abdominal aortic aneurysm. Approximately one week following implant, the pt presented to the hosp with an occlusion of the left iliac stent graft and underwent femoral-femoral bypass for repair of the occlusion without complications. There were no add'l clinical sequelae reported relative to the event and the pt is reportedly doing fine.